Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A failed alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the sensor ¿alarm cannot set up¿ therefore, the sensor alarm did not function as expected. The customer further reported self-treating with an unspecified dose of insulin and consequently, the customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer was unable to self-treat, requiring a non-hcp treatment of glucagon, and no further information was reported. There was no report of death or permanent injury associated with this event.